Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatility index (pi) events; however, a specific cause for the pi events could not be conclusively determined. The submitted system controller event log file contained events from (B)(6) 2026. Multiple pi events were captured throughout the file. No other notable events were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pulsatility index (pi). Sections 1 and 4 of the IFU, ¿heartmate touch communication system¿, explain that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was experiencing ventricular tachycardia episodes, and the site was looking for signs of potential suction. Log file review was requested which revealed pulsatility index (pi) events. The patient had a pre-left ventricular assist device (lvad) history of arrhythmia, and the arrhythmia in this did not result in clinical compromise and was not considered to be device or therapy related. The suction event was not confirmed, and the site intended on continuing to monitor the patient.